Event description:
It was reported there was an error code. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the display wire insulation was pinched but the insulation was not compromised.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Additional analysis found that the cause of the error could not be confirmed since the exact state of the wire insulation could not be confirmed. Conclusion: confirmed the error, positive confirmation unavailable due to lower case not returned for failure analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.